Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 436 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with shots. Customer will be returned device for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Device had minor scratched lcd window, cracked lcd window, cracked battery tube threads, cracked reservoir tube lip, broken belt clip slot, cracked case at display window corners, cracked case at reservoir tube window corners, stained address number label and stained end cap sticker.